Manufacturer narrative:
The customer reported signal loss for 7 transmitters/rooms. According to the customer there was a signal loss error message at cns and rns for the transmitters (not simultaneously). Some transmitters were down for seconds while others took minutes for signal loss to clear. The patients were stationary so transmitters did not move to different area. The issue was resolved without user interaction. Technical service (ts) advised the customer that signal loss is when the receiver is not getting a readable signal on that frequency that the channel is programmed into. Ts advised the customer to change the channel on the org receiver to see if issue is related to the org receiver or the transmitter. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported signal loss for 7 transmitters/rooms at the central nurse's station (cns) and the remote nurse's station (rns).

Manufacturer narrative:
Details of complaint: the customer reported signal loss for 7 transmitters/rooms. According to the customer there was a signal loss error message at cns and rns for the transmitters (not simultaneously). Some transmitters were down for seconds while others took minutes for signal loss to clear. The patients were stationary so transmitters did not move to different area. The issue was resolved without user interaction. Technical service (ts) advised the customer that signal loss is when the receiver is not getting a readable signal on that frequency that the channel is programmed into. Ts advised the customer to change the channel on the org receiver to see if issue is related to the org receiver or the transmitter. There was no patient injury reported. Investigation summary: based on the evaluation by nk repair center and the age of the device, the root cause for the intermittent signal loss is most likely related to normal wear and tear. Measures to mitigate the risk of patient harm are however, implemented in the design of the central monitoring station that monitors the org's. Additionally, as the root cause is most likely related to normal use and not due to a deficiency in design or manufacturing, a CAPA is not warranted. The following fields are not applicable (na) to this report: the following fields contain no information (ni), as an attempt to obtain information was made, but not provided: a2 - a6 attempt # 1: 04/19/2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; this issue has occurred with several patients in various rooms. We are unable to provide the patients' information. B6 attempt # 1: 04/19/2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; this issue has occurred with several patients in various rooms. We are unable to provide the patients' information. B7 attempt # 1: 04/19/2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; this issue has occurred with several patients in various rooms. We are unable to provide the patients' information. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the model #: 6201. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the org: rns & gz transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Manufacturer references # (B)(4). Follow up 001.

Event description:
The customer reported signal loss for 7 transmitters/rooms at the central nurse's station (cns) and the remote nurse's station (rns).